Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-33, lot# v388976, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient got stimulation too high. It was noted the patient¿s settings ¿somehow got to 15¿ and the patient usually had it at ¿11.¿ it was noted the patient was able to decrease stimulation to a comfortable level. It was reported the patient had a loss of therapeutic effect. It was noted the patient had been using the bathroom more the last couple weeks prior to call.